Manufacturer narrative:
A review of complaint activity was performed and did not identify increased complaint activity for the architect ca 19-9xr reagent lot 96024m800. Using worldwide field data, the performance of reagent lot 96024m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation found that the patient median result for lot 96024m800 is within the established control limits; no unusual reagent lot performance was identified for the likely cause lot. Manufacturing documentation was reviewed and no issues were noted. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect ca19-9 xr assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision (falsely elevated results) with the architect ca 19-9xr assay. Sid (B)(6): initial result 45.60 u/ml, retests 30.20, 24.85 and 27.18 u/ml; sid (B)(6): initial result 142.70 u/ml, retests 68.20, 56.11 and 57.44 u/ml; sid (B)(6): initial result 102.60 u/ml, retests <2.0, 2.00 and 2.02 u/ml; sid (B)(6): initial result 54.90 u/ml, retests <2.0, 3.04 and 2.33 u/ml. No adverse impact to patient management was reported.